Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04575, 2938836-2019-04577. It was reported that infection was observed. The device system was explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.